Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim intermittent audio output and an adverse event that occurred on (B)(6) 2016. Patient stated that on the night of (B)(6) 2016 at approximately 11 pm he was not conscious of any low alert sounding. The patient stated that his wife found him on floor in garage and called the fire department. Upon arrival the emergency medical technicians (emt) took a finger stick reading of 21mg/dl and then administered unknown intravenous fluids. The patient stated he was okay approximately 1 hour later. The patient not transported for any further medical treatment. At time of contact the patient stated that no injuries were sustained from unconscious period or fall. No additional event or patient information is available.